Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq peripheral nerve stimulator (stq4-rcv-a0; sn: (B)(4)) and one (1) stimq peripheral nerve stimulator (stq4-spr-b0; sn: (B)(4)) were implanted at the left knee. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication. On (B)(6) 2020, the clinical representative encountered the patient at a clinic. The clinical representative observed the patient with a bandage on the left knee and inquired about what was happening. Patient stated that an explant was performed on (B)(6) 2020 and that the implanting clinician stated that "the patient's body was rejecting the device." Clinical representative followed up with the implanting clinician and discovered that the patient noticed swelling on (B)(6) 2019 and went in for an appointment. On (B)(6) 2019, patient followed up with the implanting clinician reporting continued pain at the incision site. Implanting clinician noted a small amount of yellow/green purulent drainage and removed the stitch from the proximal/lateral incision. Implanting clinician prescribed a round of antibiotics (keflex, 500mg, for 10 days). Patient reported having previously had issues with dissolvable sutures not dissolving. Implanting clinician removed stitches from the proximal/lateral incision. On (B)(6) 2020, patient met with implanting clinician for a follow up. Patient brought additional glue and stitches that the patient had removed since the appointment on (B)(6) 2020. Implanting clinician recommended neosporin for a superficial infection. On (B)(6) 2020, patient met with implanting clinician after pain at implant site had not cleared up. No signs of infection were observed. During this visit, the patient reported that the waa was deactivated and the stimulator's therapy was discontinued on (B)(6) 2020. Implanting clinician determined an explant would be required and scheduled the operation for (B)(6) 2020. Patient was getting good therapy up until infection started. On (B)(6) 2020, the explant of the device was completed successfully without complication. Implanting clinician also prescribed second round of antibiotics to take post op (clindamycin, 300mg, for 7 days). On (B)(6) 2020, patient followed up with the implanting clinician for a post operation evaluation and reported that pain had been resolved. On february 10, 2020, clinical representative contacted patient and patient reported that pain from the event has ceased. Patient was still taking antibiotics that were prescribed post-op. Infection is known adverse event for peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190423 and swo190424, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of the complaint is due to the patient's body rejecting the stimulators. Additionally, the patient may have interfered with wound healing by removing stitching and glue in a unsterile home environment. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the territory manager from february 7, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding skin irritation/infection reported to stimwave on february 7, 2020, by clinical representative.